Event description:
The user facility reported that they had an angio-seal case that resulted in a cold leg. Additional information was received on 22apr2025: the procedure being performed was a transcatheter aortic valve replacement (tavr). There was an occlusion of the left femoral artery due to thrombosis of the vessel due to intravascular passage of the collagen plug which necessitated surgical removal. The case was a valve procedure that involved two access sites. A perclose device was used on the large bore access site and an angio-seal was used on the contralateral (left) side of the patient. A surgical intervention was initiated to manage an occluded common femoral artery (cfa) related to the angio-seal. The patient was stable. Additional information was received on 23apr2025: a 6fr procedural sheath was used. A pre-deployment angiogram was performed. Hemostasis was initially achieved for the patient using the angio-seal device. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The intended procedure was able to be completed for the patient. There were no concomitant devices used. The puncture site was not at or below the level of the common femoral artery bifurcation. There was no disease or dissection present in the access site artery. Testing was performed to diagnose the occlusion/ thrombosis via ultrasound (us). Distal pulses were absent. Surgical intervention was performed to treat the occlusion; surgical cut down removal of angio-seal. The collagen plug was removed. Additional information was received on 24apr2025: vascular surgery consulted overnight over loss of posterior tibial (pt)/dorsalis pedis (dp) pulses to the left lower extremity (lle). Nurse noted that the patient was ambulating after which she found she was unable to appreciate a doralis pedis (dp)/posterior tibial (pt) signal.

Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint is confirmed for a vessel occlusion requiring surgical intervention. The exact root cause cannot be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).